Event description:
There was yellow brownish fluid at the bottom of taper inside head. This caused 30-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There was yellow/brownish fluid at the bottom of taper inside head. This caused a 30-minute surgical delay.the complaint was found to be justified due to a manufacturing process error in that the cleaning process failed to hold the product correctly. Further analysis will be documented through the companys internal corrective action process, specifically CAPA (B)(4).depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.